Manufacturer narrative:
This report is associated with argus (B)(4), corega. Corega is marketed as poligrip in the us.

Event description:
Inflammatory bowel disease. Case description: this case was reported by a dentist via call center representative and described the occurrence of inflammatory bowel disease in a (B)(6) male patient who received gsk denture adhesive (formulation unknown) (corega) cream for unknown indication. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced inflammatory bowel disease (serious criteria gsk medically significant). On an unknown date, the outcome of the inflammatory bowel disease was not reported. It was unknown if the reporter considered the inflammatory bowel disease to be related to corega. Additional details: the reporter was also the patient. The patient had tried all variants of the adhesive cream (no further details specified).